Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports the patient had an allergic reaction which consisted of red itch swollen near tooth 19 which was where the graft was used, grafted with stallman cortical cancellous mix, and patient had no known allergies to chromic sutures. (B)(6) 2016 doctor reports patient had reaction after the procedure, same day.. Treatment with medrol dose pak (steroid) and (B)(6) . Seeing some improvement. Doctor thinks this could have happened with any other product similar to helimend.

Manufacturer narrative:
On 11/29/16 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - no complaint unit was received for evaluation since the product was implanted in the patient. Product lot number was not reported.. Therefore, failure analysis evaluation is not possible for this investigation. Device history evaluation - since the lot number was not provided, the device history record (DHR) could not be reviewed and the retain samples could not be evaluated. Nonconformance and CAPA reports were reviewed but no similar conditions have been reported since 2014 on duragen products. Conclusion: complaint could not be confirmed since no assignable causes that could be associated to the manufacturing/packaging process of helimend¿ products.